Event description:
During a laparoscopic cholecystectomy procedure, the clips were not closing properly. Another like device was used to complete the procedure. There was no consequence to the patient.